Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect gde (gas delivery engine) for evaluation. Through comparison of the readings on the avea and an external gauge, it was determined that the problem was a delivered issue. The monitored fio2 (fraction of inspired oxygen) values are stuck on thirty-one percent, regardless of the set value. The customer complaint of fio2 was duplicated and isolated to the flag on the blender being stuck. This issue has been addressed and corrected internally within carefusion.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect component has not been received by carefusion.

Event description:
The customer reported o2 (oxygen) fail alarms while using the avea ventilator. The customer reported troubleshooting the suspect component by switching the defect o2 cell sensor with a known good one, but the issue was unresolved. Carefusion (cfn) customer advocacy contacted the customer via telephone acknowledging the issue, and the customer verified additional information. The customer reported a service technician has evaluated the device and determined a gde (gas delivery engine) replacement; the customer reported the suspect device has been out of service, and no known patient involvement associated with this event. A follow-up email was also sent summarizing the telephone conversation.